Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, a "defib fault 108" message was displayed during the 30 joule self test, and the device did not discharge. The complainant indicated that there was no pt involvement in the reported malfunction.